Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed and was determined to be manufacturing related. Five (5) 4.5f microintroducers with peel apart sheath were returned for evaluation. A microscopic evaluation of the samples showed a relatively large, even, and straight split at the distal tip of the introducer sheath on both returned samples. Samples 2 and 3 exhibited some additional small folds and buckling of the sheath. No additional damage was observed on the sheaths. Some small amount of residue was observed on sample 3 inside the split. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on december 15, 2024, we received feedback from the oncology instructor that the tip of the puncture sheath in the sedinger kit was found to be ruptured during the recent puncture process, which prevented normal puncture; the solution was to replace the puncture sheath and then perform the puncture again. No other information was provided. It was reported this occurred with five devices. This report addresses all five devices.